Event description:
During a turp the surgeon noted that the black ceramic tip from the resectoscope sheath tip had broken off in the pt's bladder. The tip had a 3mm triangular piece that was not immediately retrieved. The larger piece was retrieved using a flexible scope. The bladder was copiously flushed with ns and the provider is confident that all pieces were removed successfully. Pt has a follow up clinic appointment in 2 weeks to determine if there are any residuals.